Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to login due to network/hardware issue and had an error message fatal error when trying to use bio ID. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-98483. Please disregard this report and refer to MFR. Report number 2016493-2025-99988.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to login due to network/hardware issue and had a error message fatal error when trying to use bio ID. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.